Manufacturer narrative:
Device was initially received for the complaint that dso delamination occurred during testing. During investigation found the lifted downstream occlusion seal (dso). This malfunction makes the event reportable. Review of event log/alarm history found that event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing were performed. During visual inspection found the dso seal lifting. The probable root cause was the wear and tear. The dso seal was replaced and calibrated. The performance verification testing was performed, and the unit passed all test criteria.

Event description:
It was reported that dso delamination occurred during testing. During investigation found the lifted downstream occlusion seal (dso). This malfunction makes the event reportable. There are no patient involvement and adverse event reported.